Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 and h11. Result of investigation: failure analysis was able to confirm but was unable to duplicate the reported problem. Unit passed all testing. Performed 6 year pm maintenance.

Manufacturer narrative:
H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical, the customer reported low o2 press alarm while vent was on patient. The customer reported that patient desaturated but was not injured.